Event description:
Complainant indicated that during functional testing, the device would not power up. Complainant indicated that there was not pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.